Event description:
It was reported that the patient presented for an unrelated procedure. Device interrogation revealed that the right ventricular lead exhibited lead sensing noise. Programming interventions were made. The patient was in stable condition.